Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: is this a post-op event? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days). Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and a barbed suture was used on the uterus. Post-op, an open wound occurred. The patient experienced an uterine rupture 3 weeks after the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a additional information was requested, and the following was obtained: please confirm: is this a post-op event? Yes please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female date and name of index surgical procedure? Unk the diagnosis and indication for the index surgical procedure? Unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other) unk on what tissue was the suture used myometrium was the fixation loop secured to tissue at the initiation of suture use during the index procedure. Unk was at least one reverse stitch performed prior to closure. Unk what tissue dehisced myometrium what was the tissue condition (normal, thin, calcified, fragile, diseased) unk onset date/time of dehiscence? (# post op days) about 3 weeks post-op is it known how the wound dehisced. We couldn¿t obtain further information did the sutures barbs not engage in the tissue. Unk did the suture pull out of the tissue. Unk did the suture break? If so, where was the break noted (termination, middle, end) unk how was the dehiscence managed. Unk please describe any surgical intervention required for the wound dehiscence including date and findings. ¿unk please describe the appearance of the suture during the second procedure.¿unk were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue?¿unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?¿unk what symptoms did the patient experience following the index surgical procedure? Onset date?¿unk other relevant patient history/concomitant medications. Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event. Unk what is the patient's current status? Unk lot number? Unk surgeon¿s name? Unk this case was reported the surgeon who didn't involve the case, so he didn't provide us detail information. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.